Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the intermittent lid issue with cubie c4. A field service engineer identified overstocking as root cause and advised the customer to reducing item count. The customer then opted to replace cubie. The fse assisted the customer with cubie selection, then returned to the machine and showed how to unload and load medications. The new cubie worked well. The system functioned as intended after the field service engineer assisted the customer in repairing the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was jammed and unable to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.